Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise issue was observed on the system. No further information is available.

Manufacturer narrative:
Correction: upon review, the implantable pacemaker pulse generator should not have been submitted as a medical device report (MDR) 2938836-2018-10297 as the event did not indicate a malfunction caused a serious event.